Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The visual inspection of the returned product noted no abnormalities from the one photograph received. Pmv performed functional testing could not be done, due to lack of the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Without the product being returned for evaluation, the root cause of the reported condition could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon found that prior to use the jaws of the reload were not closed when the reloads was set on the stapler and were tested. So the surgeon asked to change the reload.